Manufacturer narrative:
Device was received with a cracked keypad overlay, and keypad overlay peeling off. Device p-cap / test reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not functioning as designed. Customer stated the scratch was on pump case and they can read the display. No harm requiring medical intervention was reported. The device will be returned for analysis.